Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date. The customer¿s blood glucose level was over 400 mg/dl, 358 mg/dl and 131 mg/dl. The customer was treated manually with fluids, potassium, injection and insulin drip. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked case at the corner of the reservoir tube window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.